Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) level displayed as "high" on bg meter, and a large ketone level identified as dangerous, and dehydration. Contact reported that customer's bg level was due to physical activity. Bg was treated via fluids. Reportedly, customer left the ER 5 hours later, however delivered an additional manual injection to treat bg level, and stabilize customer (bg in the 300's mg/dl).